Event description:
On (B)(6), 2011 I underwent surgery to have a medtronic enterra gastric stimulator implanted. From the engineering I felt as if the device was moving. I brought my concerns to my surgeon at my follow up appointment on (B)(6) 2011. He informed me that it was not possible for the device to migrate since he sutured it to a stomach muscle. When I awoke on (B)(6) 2011 I was having a great amount of pain and looked at my abdomen. I noticed that the device was protruding and it appeared that it was now laying on its side. I was informed at the emergency room that the sutures must have torn from the muscle. I am following up with my surgeon today((B)(6) 2011) for another surgery to have the device sutured to the muscle again. The device moves when I move and it is very painful.